Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient's receiver was overheating. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A review of the downloaded data log found a errors related to the customer complaint. The receiver case was opened for further evaluation. No defects were found during an interior inspection. The reported event of an overheating receiver was confirmed through lgo review. A root cause could not be determined.